Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a meniscus revision procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that second implant did not deploy, leaving the t1 implant in the joint unsupported. A back up device was available to complete the case. There were no reports of patient injuries or complications.